Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor's (bsm) screen kept freezing. No patient harm was reported. Investigation summary: the device was returned, and the reported issue could not be duplicated. Testing, troubleshooting and extended operation of the device was performed. Also tested with well-known cable and another technician verified that the touch screen was working. The unit was tested by the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended, testing and operating too the manufacturer's specifications. The evaluation shows that this complaint is not confirmed. Therefore, the root cause of the reported issue could not be determined. No further evaluation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The bme requested the device to be shipped back to them. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 03/25/2025 emailed the bme for all information in the ni list above: the bme replied that they did not have the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: cns: model#: ni. Serial#: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Bsm-6000 model#: ni. Serial#: ni. Device manufacturer data: ni. Unique identifier (UDI)#: ni. Returned to nihon kohden: na. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor's (bsm) screen kept freezing. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor's (bsm) screen kept freezing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information was made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied that they did not have the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Bsm-6000. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor's (bsm) screen kept freezing. No patient harm was reported.